Event description:
It was reported that the patient developed a rash with itching at the implant site. Symptoms were reported as ¿significant dermatitis with soft tissue weeping, yellowish in color¿. The pump was explanted. The device system was used to deliver morphine.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).